Event description:
It was reported that the patient was experiencing ineffective relief from their drg system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Event date is estimated. The allegation is against one of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8830818 common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9054571 common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9054571.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.